Manufacturer narrative:
On 7/17/2015 - this lead was capped and replaced on (B)(6) 2015. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reports that noise is present on the lead causing inappropriate detection. The impedance has risen to over 3000 ohms and the threshold is elevated. Lead explant is planned for the future.